Manufacturer narrative:
(B)(4). The customer¿s report of an over infusion of insulin was not confirmed. The log review was not able to identify the drug chosen from the drug library because the received data sets were draft versions with no profiles programmed. An infusion of drug ID (B)(6) was performed with the concentration and rate equivalent to what was reported; 100unit/100ml and rate at 6.8ml/h. The log analysis noted that the infusion was terminated early after recording a volume infused of 3.851ml. The cause for the early termination of the infusion could not be ascertained from the log review. A root cause could not be identified. No devices were returned for investigation.

Event description:
The customer reported an infusion of insulin 100 unit/100 ml was started at 6.8 ml/hr, however, the 100 ml bag was found empty 40 minutes after the infusion was started. The pump module indicated the volume infused was 3.6 ml and the vtbi was 94 ml. Patient was admitted for dka with initial blood glucose levels of 600 - 700. Post over-infusion, the patient's blood glucose was tested every 15 minutes. No additional medical intervention required and no patient harm reported.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.